Event description:
(B)(6), provider states she spoke with a woman in tech support and told her that the right motor is bad. After I talked to (B)(6) I am sure it is not a motor from what she tells me. (B)(6) does not have the chair to troubleshoot with now. The chair turns hard left and then hard right when swap the motor leads. No voltage, joystick or program checks were done. Amanda wanted a controller quote but said she will go look at the chair again before ordering and do few checks I suggest.